Manufacturer narrative:
Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. A device history review of the manufacturing records did not reveal any related nonconformity during manufacturing for this system. The product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A health professional reported during femtosecond corneal flap creation the laser stopped firing on its own. Reporter indicated there were one to two seconds of missing shots to complete the side cut. Reporter indicated this issue occurred during three procedures, and the surgeon completed the cuts with a knife to lift the flap. Reporter relayed all three reported incomplete cuts occurred in the same location between 280 and 290 degrees. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received.